Event description:
Event description guidant received information that at four months post implant of this pacing system, a ventricular lead failure was suspected. Device testing revealed the leads were reversed in the header.